Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d6b, d9, e1, h3, h6.

Event description:
Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken device on posterior assessed, as a surgical impact opening (shell thickness within spec). Additional observations: stress marks observed, on the device.

Event description:
Healthcare professional reported, right side rupture. Healthcare professional, later reported, "hole, non-specific". Device has been explanted.